Manufacturer narrative:
The units have been returned for failure analysis but the investigations results are pending completion. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci prostatectomy procedure, a message in the right eye of the surgeon side console (ssc) warming up 146 was observed as the surgeon looked into the ssc. The surgeon decided to abort the case and there were no allegations of any patient injuries. The intuitive surgical, inc. (Isi) technical support attempted multiple times to emergency power off and restart the system but the issue persisted. An isi technical field specialist (tfs) was dispatched to the site to troubleshoot the issue and was able to reproduce the reported failure. The tfs replaced the lcd monitor in the ssc and the master tool manipulator to resolve the issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the units involved with this complaint and completed the device evaluation. Failure analysis investigation results are as follows: the master tool manipulator right (mtmr) was visually inspected. It was confirmed that there was a broken screw on axis 5 bevel gear clamp. Furthermore, the gimbal grip pads and opto buttons were worn out. The monitor was tested and the lcd backlights failed calibration. Once the lcd backlights were replaced, the monitor was recalibrated and passed. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.